Manufacturer narrative:
Weight not reported. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 years post implant, the patient informed the vad coordinator that red heart alarms occurred while the vad was connected to the power module. The patient reportedly also felt as if the pump was speeding up and slowing down, otherwise was asymptomatic. The patient was advised to switch to battery power and to go to the hospital. The patient's laboratory values upon admission were reported to be acceptable; however, an echocardiogram revealed a suspected partial inflow obstruction. The patient was treated with tirofiban and was placed on the urgent transplant list. The patient reportedly remains in the hospital. No further information was provided.

Manufacturer narrative:
The report of red heart alarms and fluctuations in pump speed was confirmed based on the information contained in the submitted system controller log file. Multiple low speed and low flow hazard alarms were captured with corresponding elevations in pump power. A specific cause for the captured events and a correlation between the device and the report of suspected partial inflow obstruction could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.

Event description:
Additional information: review of the patient's x-ray images showed no clear damage to the internal or external portions of the percutaneous lead. The patient remains ongoing on lvad support.